Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was noted to be unresponsive. The customer's blood glucose level was 425 mg/dl. The customer delivered a bolus from an alternate pump. Despite charging the pump for over an hour, the pump was unable to be turned on. Reportedly, the customer would use an alternate pump as alternate insulin therapy.